Manufacturer narrative:
Occupation : administrator/supervisor. Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical cadd administration set was infusing a cytotoxic drug (drug name not provided) for a patient's chemotherapy. The reporter stated that there was drug flow through the 0.22 micron filter with small droplets of liquid outside. The reported leaking did not result in any adverse patient effects and did not contribute to any patient or clinician injury.